Manufacturer narrative:
Related MFR 2916596-2018-04110 (driveline repair). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-00552 and #2916596-2023-00558. It was reported that the patient had intermittent pump stops while connected to battery power. The patient has a history of driveline repair close to the exit site . The alarms were consistent with patient movement (bending up and down). Plans were made to place the patient placed on an ungrounded cable. X-rays of the driveline were taken and found to be unremarkable. A controller exchange was performed on (B)(6) 2023 at 1322. A review of the log files confirmed that the patient's prior driveline issue has matured into a phase to phase short. On (B)(6) 2023 the new controller had a driveline disconnect alarm at 23:02 requiring another controller exchange. The patient had a heart transplant on (B)(6) 2023.

Event description:
The driveline disconnect occurred when the second controller was exchanged; a driveline disconnect was not the reason why the second controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion the system controller is being evaluated following the reported event of pumps stops, suspected driveline damage, and a heart transplant. The heartmate ii system controller (s/n: unknown) was not returned for analysis. A review of the log files, extracted from the post-exchanged controller, contained overlapping data spanning approximately 20 days (B)(6) 17, (B)(6) 17, (B)(6) 19, (B)(6) 21, (B)(6) 23, (B)(6) 23 per timestamp). On (B)(6) 23 at 13:44:05, the driveline was connected. The system controller appeared to operate as intended when connected to the driveline. On (B)(6) 23 at 23:02:44, the driveline was disconnected, consistent with the reported overnight controller exchange. No other notable alarms were active. The reported event was unable to be correlated to an issue with the system controller. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use, rev. C, section 2 entitled ¿system operations¿ states how to perform a controller exchange and the precautions to take. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.